Event description:
A caller reported a tandem mobi cartridge alarm. The customer's blood glucose level remained below 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The original cartridge was reloaded, and insulin therapy was resumed, resolving the issue.